Event description:
It was reported that there was a repeating backup battery (ebb) fault alarm which did not correspond with the expiration date or number of uses of the ebb. The ebb was exchanged ahead of time due to this alarm for a second time. It was noted that in ebb use count, both batteries had a number of uses of 127 after being installed into the system controller, however both batteries were new. Log files were submitted for review and captured an ebb fault event on (B)(6) 2025 after the system controller attempted a load test. It was noted that ebb use count is stored in the system controller and replacing the ebb does not reset this value. The controller would be exchanged at the next appointment in (B)(6). The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. From (B)(6) 2025 10:38:10, the log file captured intermittent backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarm briefly resolved each time when the backup battery passed a load test. The alarms were intermittently active through the remainder of the log file and did not impact the controller¿s ability to support the pump. There were no other notable events captured on the reported event dates in the log file. The provided information indicated the controller and backup battery were exchanged, and the alarms resolved. No product will be returned for further analysis, and the date of the previous backup battery exchange was not provided. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. B) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (rev. A) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.